Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly had bends and kinks throughout its length. The pull wire was not within the pusher assembly distal detachment tip (ddt) alignment feature. The embolization coil was detached from the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil confirmed a detached embolization coil and revealed that the pull wire was not within the ddt alignment feature. If the device is forcefully retracted against resistance, the pusher assembly may elongate, and the embolization coil will detach. Further evaluation revealed the pet lock was separated on the proximal end of the pusher assembly, offset coil winds on the embolization coil and bends and kinks along the length of the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter and n-butyl cyanoacrylate (nbca). It was reported that the patient anatomy was slightly tortuous and mildly calcified. During the procedure, 13% nbca was injected and a coil was placed into the target vessel using the microcatheter. The physician then advanced a smart coil through the microcatheter into the target vessel but decided to retract the smart coil for recoiling. While retracting, the physician experienced resistance, and the smart coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed, and the smart coil was flushed out. The procedure was completed using two additional smart coils, six other coils, and the same microcatheter. There was no report of an adverse effect to the patient.